Event description:
The complainant reports the endotracheal tube (ett) pilot balloon had not been working for some time and when putting air in the ett balloon cuff a leak around the cuff could be heard. The bedside nurse stated ett pilot line was found detached from the ett and a decision was made to extubate the patient since the pilot line had detached. The complainant further reports the patient did not need to be re-intubated.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. Additional patient/event details have been requested. Should additional information become available, a follow-up will be submitted. This is one of two complaints about this device. A separate FDA 3500a will be submitted for each complaint.